Event description:
Pt called lfs in 07/03 alleging meter would not power on. The pt reported no high or low blood glucose symptoms while attempting to test. The pt did go to the clinic to test the blood sugar. It would have been helpful to know if the pt received any treatment while at the clinic. The issue was not resolved with troubleshooting. No further info has been reported. This case is being reported as a malfunction because there is no evidence to suggest that the meter caused or contributed to a serious injury. Medical affairs was unable to reach the pt by phone, therefore a letter is being sent to obtain more clinical info.